Event description:
Reportedly, the device was implanted on (B)(6) 2015, the lead parameters were normal at implantation. On (B)(6) 2015, the patient was hospitalized for acute heart and kidney failure and serious dyspnea. When the patient was at rest in the hospital, the device started to pace around 110 min-1 (as observed on the external ECG by the physician). The physician deactivated rate response parameter and the rhythm became sinusal. On the other side, all other parameters were normal. Physician observed in the device memories (aida) that the percentage of usage of the mv sensor gradually increased as well as the time in activity whereas the patient was always at rest. An analysis about the appropriate functioning of the mv sensor was requested.

Event description:
Reportedly, the device was implanted on (B)(6) 2015, the lead parameters were normal at implantation. On (B)(6) 2015, the patient was hospitalized for acute heart and kidney failure and serious dyspnea. When the patient was at rest in the hospital, the device started to pace around 110 min-1 (as observed on the external ECG by the physician). The physician deactivated rate response parameter and the rhythm became sinusal. On the other side, all other parameters were normal. Physician observed in the device memories (aida) that the percentage of usage of the mv sensor gradually increased as well as the time in activity whereas the patient was always at rest. An analysis about the appropriate functioning of the mv sensor was requested.